Event description:
Customer reported to beckman coulter, inc. (Bec) that the level 5 bottle of the c-reactive protein calibrator kit was empty when they opened the box to use the calibrator. Customer reported that the bottle leaked due to a loose cap. There was no report of erroneous results generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment.

Manufacturer narrative:
Bec identifier for this complaint is (B)(4).